Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation. X-rays were taken and no anomalies were identified. Diagnostic testing revealed impedances were within normal ranges. Surgical intervention will be taken at a later date to address this issue.